Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and the charger. The patient stated she last charged the ipg approximately three months ago. The patient reported she currently had no stimulation therapy. A company representative met with the patient and troubleshooting of the patient's scs system indicated the scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced.